Event description:
It was reported that a volume discrepancy occurred. The pump was overinfusing. This was seen over the previous 3 refills. At the last refill, the expected reservoir volume (erv) was 14ml and the actual reservoir volume (erv) was 7ml. The patient was not symptomatic. The device system was used to deliver bupivacaine 5mg/ml and morphine 20mg/ml at 4.2mg/day. It was later reported that last refill occurred on (B)(6) 2013. At that refill, the erv was 14.3ml, not 14ml as it was previously reported. It was later reported that the patient was being monitored as being brought back in one week. The patient status was reported as ¿alive-no injury¿. The daily dose of bupivacaine was 1.05mg/day. It was later reported that, on (B)(6) 2013, the patient was brought to the clinic to check the reservoir volume. The erv was 17.5ml and the arv was 0ml. The pump was later filled with ¿water¿. The pump had been deliver morphine since implant and bupivacaine was added on (B)(6) 2013. It was later reported that the patient had no adverse events, but ¿still had pain¿. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8 709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).